Event description:
Boston scientific received information that this system was exhibiting bipolar atrial impedance measurements greater than 2500 ohms. Additionally, oversensing was observed. The atrial channel was reprogrammed to unipolar configuration which produced an impedance measurement of 310 ohms. A revision procedure was subsequently performed and a lead fracture was identified. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.